Event description:
It was reported that 1 day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction occurred. Additional information was received to report that prior to the implant of this 34 millimeter (mm) transcatheter valve, a smaller transcatheter was attempted but not implanted due to repeated dislodgement. Therefore, the physician decided to upsize the valve, and the 34 mm transcatheter valve was implanted. Per the physician, the cause of the stroke was thought to be due the recapture and re-insertion of the dislodged valve. Additionally, the patient's bicuspid valve and severe calcification were contributing factors to the stroke. Additional information was received that a non-medtronic guidewire was used during the implant procedure, and a pre-implant balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the bottom of the pigtail, and the directionof dislodgement of the first valve was aortic. It was noted that the patient's severe calcification contributed to the dislodgement. It was reported that the first valve was not upsized due to inaccurate information within the pre-implant anatomical report provided by medtronic.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction occurred. Additional information was received to report that prior to the implant of this 34 millimeter (mm) transcatheter valve, a smaller transcatheter was attempted but not implanted due to repeated dislodgement. Therefore, the physician decided to upsize the valve, and the 34 mm transcatheter valve was implanted. Per the physician, the cause of the stroke was thought to be due the recapture and re-insertion of the dislodged valve. Additionally, the patient's bicuspid valve and severe calcification were contributing factors to the stroke.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: concomitant medical devices in use during the event include: product ID: product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.